Event description:
Same case as MFR report #: 2134265-2012-00128, 2134265-2012-00129. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The target lesion was located in a saphenous vein graft to the right coronary artery. A filterwire ez was positioned in the vessel for distal protection and then a 3.5x16 promus element plus stent was deployed in the distal portion of the vein graft. A 4.0x20mm promus element plus stent was then advanced and placed in the proximal portion of the vein graft. Next a 4.0x20mm nc quantum apex balloon was advanced, but resistance was met while advancing through the 4.0x20mm proximal stent. More resistance was felt when the balloon catheter got to the distal 3.5x16mm stent and then the 3.5x16mm stent migrated about 15-20mm, but still remained inside the vein graft and a portion of the target lesion. It was felt that due to a bend in the vessel, guide wire bias caused the balloon to hug the vessel wall. The proximal edge of the 3.5x16mm promus element plus stent became a little deformed and was then post dilated with the 4.0x20 nc quantum apex balloon with good result. Upon review, the proximal edge of the 4.0x20mm promus element plus stent was also a little deformed. Bail out treatment placed an overlapping 4.0x23mm promus stent which covered the deformed portion of the 4.0x20mm stent with nice result. Both stents were then post dilated with the same 4.0x20 nc quantum apex balloon. A bare metal 4.0x18mm non-bsc stent was placed in the mid portion of the vein graft to cover a dissection, which was not overlapping or touching any other stent. The final angiographical result was really nice. No further patient complications were reported and the patient status was ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).